Event description:
Event description guidant received a report of vessel perforation, diaphragmatic oversensing and inappropriate shock delivery from the patient implanted with this implantable cardiac resynchonization therapy-defibrillator (crt-d) and lead system. The patient stated she required hospitalization due to these issues. The patient also expressed concern with regard to device function and safety, as it is on an advisory recall.